Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic lower back pain/spinal pain. It was reported that patient was attempting to charge and received the por message on her patient recharger. Patient stated that she uses her device 24/7 and has not had any previous trouble. Troubleshooting was performed and resolved the issue; rep was able to connect to her implanted device using her samsung tablet. This cleared the code and patient was able to charge normally. No symptoms reported. No further complications were reported or anticipated.